Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured and exhibited high out of range pace impedances and loss of capture. The impedances were greater than 2500 ohms. A revision was scheduled. Once the pocket was opened, the lv lead was found to be tied down tight close to the header of the device which the physician suspected to have contributed to the fracture. The lead was laser extracted and discarded. No additional adverse patient effects were reported.